Event description:
Device 1 of 2 reference MFR. Report: 1627487-2014-03787. The patient has 2 scs leads. Previously, the patient had 2 scs leads from lot 4240095; however, during a lead revision procedure (reference MFR. Report: 1627487-2014-15628), one of the leads was explanted and replaced. It was reported, the patient is no longer receiving stimulation as a result of one fractured scs lead and one scs lead not providing stimulation even at maximum amplitude. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.